Event description:
It was reported that during a device change out procedure after the pocket was closed, this right ventricular (rv) lead exhibited high out-of-range shock lead impedances measuring greater than 200 ohms. It was believed that it was due to electromagnetic interference (emi). The physician re-opened the pocket to check the port and verified the lead was secured. The plan is to leave therapy on and to continue to monitor. It was noted that all other measurements were normal. At this time, the lead remains in service. No additional adverse patient effects were reported.